Manufacturer narrative:
Additional narrative: it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, chronic pelvic pain and menometrorrhagia and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 11/30/2016.

Manufacturer narrative:
It was reported the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted along with concurrent tah, bso, retropubic urethral suspension. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.